Manufacturer narrative:
Updated sections: g4,g7,h2,h10. Internal complaint number: (B)(4). A lot history record review was completed for lots 25151417, 25151194, and 25151054; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 burning was intermittent. They unplugged it and plugged it back in and it worked. Customer states that device was not saved and same device was used to complete the surgery. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 burning was intermittent. They unplugged it and plugged it back in and it worked. Customer states that device was not saved and same device was used to complete the surgery. The hospital did not report any patient effects.